Manufacturer narrative:
Concomitant medical products: 1103 hvad pump, implanted: (B)(6) 2017. Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation was ruptured at 25.3 cm with no blood ingression. The overlay tubing was still intact with no breaches. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was removed with no performance issues indicated. The lead was returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.